Event description:
Customer reportedly received the following results on the aviva system on (B)(6) 2015 within 10 minutes: 30 mmol/l and 13.9 mmol/l, and on (B)(6) 2015 2.9 mmol/l and 11.3 mmol/l. No death or serious injury reported. Requested return of suspect device for evaluation; however, test strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.